Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis cracked right plunger case. Event log history was performed and indicated that calibration required error was found in history. During analysis, the reported issue was able to be duplicated. Service recalibrated the main printed circuit board, powered up and performed self-test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a physical damage and exhibited some errors. No adverse effects were reported.